Manufacturer narrative:
Report date: 06jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The remote service engineer (rse) confirmed the reported failure. The rse advised the customer to replace the touchscreen and provided its parts ID. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.